Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler set is not available to return. The cycler is available to return for investigation. In a follow up, the patient verified that there was no harm, adverse event or intervention associated with the fluid leak event.

Manufacturer narrative:
Additional information: a.2., a.3., a.4., and b.5.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler set is not available to return. The cycler is available to return for investigation. In a follow up, the patient verified that there was no harm, adverse event or intervention associated with the fluid leak event.